Event description:
Device was explanted due to loss of sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. A visual inspection of the device revealed no anomalies. The available data were thoroughly inspected. The recorded secgs documented a loss of signal since march 01, 2024. The root cause of these observations was not determinable. However, it cannot be excluded that external influences such as strong electromagnetic fields, like an MRI, contributed to the observation. During the further course of the analysis the device could be re-initialized successfully without any difficulties. Afterwards the device was working as specified. The analysis revealed no indication of a device malfunction.